Event description:
The plaintiff's attorney alleged that the patient experienced cardiopulmonary arrest and expired. It was alleged that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products. Additional information has been requested and will be submitted upon receipt accordingly.